Event description:
It was reported that a spectrum iq infusion pump under infused levophed (norepinephrine) during patient therapy. The bag was still relatively full and discrepancy between rate the pump should deliver and actually delivering was found. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the service history record identified the device has been previously serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.